Event description:
After my tubal ligation, I started having migraines, heavy bleeding, extreme pelvic pains, having to change clothes 3 times a day, having all the symptoms of pregnancy without being pregnant. FDA safety report ID# (B)(4).